Event description:
In 2001, the international distributor informed the international representative of a report from a surgeon at a hospital in their area. The report states the following: device catheter inserted into patient's artery and upon inflation of common carotid artery balloon, a leak appeared at nearby the junction of the t-port where both of the common carotid artery balloon and internal carotid artery balloon join together.